Event description:
It was reported that the customer experienced high blood glucose. Customer's blood glucose reading is 355 mg/dl. Customer has treated with bolus. Customer stated that there was a hospitalization due to diabetic ketoacidosis. Customer's blood glucose reading at time of event was 355 mg/dl. Customer was treated and released. During troubleshooting, time and date are correct. Programming correct. Manual prime correct, insulin did exit the tubing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.